Event description:
It was reported by the patient's doctor that the patient didn't want her vns replaced because she had a couple of strokes and lost cognitive function. Based on the report, the relationship of the strokes to the vns is unclear. No further relevant information has been received to date.